Event description:
During meniscal repair the knot would not tighten and the surgeon had to remove the repair. It is unknown at the time of this filing whether the implants remained behind the capsule. The surgery was successfully completed with another fast-fix device. It was reported that no patient injury or complications resulted.